Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported ongoing support for a patient admitted in acute myocardial infarction/cardiogenic shock (ami/cgs). The pump lost the placement single but would return at certain p levels, but the p level was not appropriate support. The pump was explanted and extracorporeal membrane oxygenation replaced. In the investigation of the pump the automated impella controller (aic) was found to be having optical signal issues. The patient survived the event.

Manufacturer narrative:
D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-23962 in accordance with updated procedures.